Event description:
It was reported that during intra-aortic balloon (iab) therapy, assistance was requested due to suboptimal augmentation while using a non-fiberoptic balloon catheter. The patient was post-cardiothoracic surgery and receiving a small dose of dopamine. Upon inspection, it was verified that there was no blood, discoloration, or particulate matter in the helium tubing. All connections were secure, and no kinks or restrictions were observed. A screenshot of the iabp monitor showed the pump operating in auto mode with ECG trigger. The ECG displayed fine artifact, and the arterial waveform exhibited consistent artifact at each diastolic augmentation pressure peak. The monitor readings indicated 119/58 mmhg (map 78) with an augmentation of 99, and the augmentation level was set to maximum. The user aspirated the inner lumen and flushed it for 15¿20 seconds; however, the artifact in the arterial waveform persisted. The attending physician was notified and arrived at the bedside. He recommended obtaining a new chest x-ray to confirm that the distal marker was positioned between the second and third intercostal spaces, noting that the previous x-ray had been taken at 7 p.m. Following review, it was determined that the balloon appeared to be positioned ¿low¿ and proceeded to reposition the balloon catheter. The placement was subsequently verified with a new chest x-ray. The user later confirmed that augmentation improved after repositioning. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. Iab - loss of/ poor augmentation during iabp & iab migrated. (B)(6), an ICU rn, contacted support regarding suboptimal augmentation using a non-fiberoptic balloon catheter in a post-cardiothoracic surgery patient on a low dose of dopamine. He confirmed there were no visible issues with the helium tubing or catheter setup. The iabp was in auto-mode with ECG triggering, but the arterial waveform showed consistent artifact on each diastolic augmentation peak. Despite aspirating and flushing the inner lumen, the artifact persisted. A chest x-ray was recommended by the esp representative to verify catheter positioning. The physician reviewed the previous x-ray and determined the catheter was positioned too low. After repositioning the catheter and confirming placement with a new x-ray, augmentation improved. No patient harm occurred. The issue was resolved, and relevant personnel were notified. Based on the description, improper positioning of the intra-aortic balloon catheter or migration during use caused the issue¿ the distal marker was found to be too low in the aorta, leading to suboptimal augmentation and waveform artifact. Repositioning the catheter resolved the issue. It is impossible to define the root cause since the device was not returned for evaluation. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g4 (PMA/510(k) g6, h2. Corrected field - d10, h6(type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU rn, contacted support regarding suboptimal augmentation using a non-fiberoptic balloon catheter in a post-cardiothoracic surgery patient on a low dose of dopamine. He confirmed there were no visible issues with the helium tubing or catheter setup. The iabp was in auto-mode with ECG triggering, but the arterial waveform showed consistent artifact on each diastolic augmentation peak. Despite aspirating and flushing the inner lumen, the artifact persisted. A chest x-ray was recommended by the esp representative to verify catheter positioning. The physician reviewed the previous x-ray and determined the catheter was positioned too low. After repositioning the catheter and confirming placement with a new x-ray, augmentation improved. No patient harm occurred. The issue was resolved, and relevant personnel were notified. Based on the description, improper positioning of the intra-aortic balloon catheter or migration during use caused the issue¿ the distal marker was found to be too low in the aorta, leading to suboptimal augmentation and waveform artifact. Repositioning the catheter resolved the issue. It is impossible to define the root cause since the device was not returned for evaluation. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.